Manufacturer narrative:
The field service engineer (fse) discovered there was insufficient vacuum to the probe wipe. The fse replaced the probe wipe block and faulty pinch valve lv8 which was not allowing sufficient vacuum to the probe wipe. Service activity performed was verified to meet the specified requirements per established procedure. The instrument conformed to the manufacturer's published specifications and was returned to normal operation. (B)(4).

Event description:
The customer reported approximately two drops of diluent and blood fluid leaked from the probe and outside the instrument during probe retraction involving the coulter act diff 12 analyzer. The customer removed and cleaned the probe wipe block but did not resolve the issue. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. The laboratory has an exposure control plan in place. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.